Manufacturer narrative:
Complaint conclusion: based on the cec adjudication minutes, the committee determined that this (B)(4) study patient experienced a peri-procedure mi. The indication for the index procedure was due to stable angina and positive functional test for ischemia. The angiography performed at that time indicated 95% stenosis to the proximal left anterior descending artery (lad). The lesion was described as 13 mm in length, de novo and class b2. The referenced vessel was 3.0 mm in diameter. The lesion was predilated with a 3.0 x 12 mm balloon and 3.0 x 18 mm cypher rx was implanted at 13 atm. The stent was post dilated as standard procedure with a 3.25 x 8 mm balloon at 12 atm. The post residual stenosis was 0%. At pre-procedure, the ck was 186 (nl 379, ratio <1), the ckmb was 3.4 (nl6.3, ratio <1) and the troponin I was 0.01 (nl 0.049, ratio <1). At 6 to 12 hours post-procedure, the ck was 157 (ratio <1), the ckmb was 5.7 (ratio <1) and the troponin I was 0.36 (ratio 7.34). At 16 to 24 hours post procedure, the ck was 155 (ratio <1), the ckmb was 6.2 (ratio <1) and the troponin I was 0.52 (ratio 10.6). The ECG core lab reported no new major st-t abnormalities and no new q waves. The post-procedure course was uncomplicated and the patient was discharged the next day. Based on the cec adjudications minutes received on (B)(6) 2012, the patient experienced a peri-procedure mi. Per the investigator, there were no procedure complications. The stent remains implanted thus unavailable for analysis. Review of lot 15099257 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
Based on the cec adjudication minutes, the committee determined that this (B)(4) study patient experienced a peri-procedure mi. The indication for the index procedure was due to stable angina and positive functional test for ischemia. The angiography performed at that time indicated 95% stenosis to the proximal left anterior descending artery (lad). The lesion was described as 13 mm in length, de novo and class b2. The referenced vessel was 3.0 mm in diameter. The lesion was predilated with a 3.0 x 12 mm balloon and 3.0 x 18 mm cypher rx was implanted at 13 atm. The stent was post dilated as standard procedure with a 3.25 x 8 mm balloon at 12 atm. The post residual stenosis was 0%. At pre-procedure, the ck was 186 (nl 379, ratio <1), the ckmb was 3.4 (nl6.3, ratio <1) and the troponin I was 0.01 (nl 0.049, ratio <1). At 6 to 12 hours post-procedure, the ck was 157 (ratio <1), the ckmb was 5.7 (ratio <1) and the troponin I was 0.36 (ratio 7.34). At 16 to 24 hours post procedure, the ck was 155 (ratio <1), the ckmb was 6.2 (ratio <1) and the troponin I was 0.52 (ratio 10.6). The ECG core lab reported no new major st-t abnormalities and no new q waves. The post-procedure course was uncomplicated and the patient was discharged the next day. Based on the cec adjudications minutes received on (B)(4) 2012, the patient experienced a peri-procedure mi. Per the investigator, there were no procedure complications.

Manufacturer narrative:
Concomitant medications: aspirin 325mg qd, avaparo 300mgs qd, verapamil 180mgs qd, nexium 40mg qd, lipitor 80mg, qd and finastride 5mgs qd. Additional information will be submitted within 30 days of receipt.